Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient had an appointment with their physician on (B)(6) 2018. They noted that the eos message and the issue of their device not going into MRI mode was due to normal battery depletion. The patient reported that they tried to "triple charge" the device soon after they saw the eos message. The issue hadn't been resolved- they were waiting for their pain management doctor's appointment on (B)(6) 2018. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the caller reported the patient has an end of service (eos) message. It is unknown if this was seen on the patient programmer or recharger. The patient had met with a manufacturing representative (rep) who indicated her ins was at eos. The reason for meeting with the rep was the patient could not put her ins in MRI mode. No further complications were reported. No patient symptoms were reported. Additional information received from the representative. It was reported that as far as the representative knew the patient needed a replacement before they were able to receive an MRI. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient had surgery on (B)(6) 2018. Patient has a new battery and leads. Resolve and healing wonderfully. No patient symptoms or complications were reported in this event.